Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was 414 mg/dl. The customer treated with manual injection and brought down the blood glucose to 118 mg/dl. The customer will discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.